Manufacturer narrative:
(B)(4). Product code configuration is bullet-bullet: during visual inspection it was detected that one of the ends of the suture is missing the bullet attachment. A cut was detected. The bullet attachment in the other end of the suture was detected to be attached. Damages throughout the suture were found during visual inspection a knot and a frayed condition. Suture specification is 48" long; during dimensional inspection the suture was found to be 40" long. Make reference to form qa-sut-001/f2. The end of the suture that had the bullet attachment was strength tested and it did pass the needle attachment strength test. Make reference to form wi-002567/f1. Based in the findings during visual, dimensional and functional inspection, the defect found is not related to a manufacturing issue but most likely a consequence of the interaction with a non-teleflex device. Based in the findings during visual, dimensional and functional inspection, customer complaint cannot be confirmed since the defect found is not related to a manufacturing issue but most likely a consequence of the interaction with a non-teleflex device. Per ha-000039 rev. 12 line: operational hazards - incorrect or inappropriate output or functionality - needle disengages/separates from suture when used with and accessory and/or suturing device: when the suture is used with an accesory and/or suturing device the suture maybe subject to forces that are under control of the surgeon using the device. Additionally, there are quality controls in place which are inspected in quality form qa-sut-001/f2 and in form wi-002567/f1 rev. 01 manufacturing personnel was notified of this event for awareness. Other remarks:

Event description:
It was reported that the physician fired the capio suture through the capio device and it misfired resulting the titanium dart to be left inside the patient. It is unknown how the procedure was completed but rep mentioned that there were no patient complications noted. This happened inside the patient this was not part of a clinical trial no FDA report submitted. Additional information reports that the patient's condition is good and the dart was not removed. It could not be located by palpation.

Manufacturer narrative:
(B)(4). The facility has communicated that the device is not available for investigation. No issues or discrepancies were found in the device history record of the product code 833-213lp / batch 74h1801809 that can be related to the failure mode reported. A nc that is not related to the failure mode reported was issued. Per ha-000039 rev. 12 line: operational hazards - incorrect or inappropriate output or functionality - needle disengages/separates from suture when used with an accessory and/or suturing device: when the suture is used with an accesory and/or suturing device the suture maybe subject to forces that are under control of the surgeon using the device. IFU 163566 and 163567: precautions, states the following: avoid excessive handling i.e. Crushing or crimping resulting from use of surgical instruments such as forceps and needle holders. Other remarks: a corrective action cannot be implemented at the time since the sample involved in the customer complaint was not sent for analysis. Customer complaint cannot be confirmed since the product sample involved in the complaint notification was not provided to perform a proper investigation and determine a root cause. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that the physician fired the capio suture through the capio device and it misfired resulting the titanium dart to be left inside the patient. It is unknown how the procedure was completed but rep mentioned that there were no patient complications noted. This happened inside the patient this was not part of a clinical trial no FDA report submitted. Additional information reports that the patient's condition is good and the dart was not removed. It could not be located by palpation.